Event description:
Customer called to report that the insulin pump has a frozen display screen. It was reported that the insulin pump alarmed button error and failed battery during bolus. Customer's blood glucose reading was 132 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. No button error alarms noted. The device was monitored and no frozen display noted however, corroded keypad traces were noted. No failed battery test alarms noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.